Event description:
Customer reported receiving a button error alarm on the insulin pump and that the insulin pump had gotten wet by the pool. The blood glucose reading was 69 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. No moisture damaged was found on the electronic assembly or motor. The insulin pump had a cracked display window corner, cracked battery tube threads and a cracked reservoir tube lip.